Manufacturer narrative:
There is insufficient information to perform a product investigation. Corrected 13-oct-2020: deletion of pruritus adverse event, updated health effect clinical code to 4582, medical device problem code to 3190 and health effect impact code to 2199.

Event description:
Consumer contacted via social media and stated that when she removed the tampon after use the tampon was falling apart. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Itchy vagina, vulvovaginal pruritus. Tampon falling apart, device breakage. Case description: consumer contacted via social media, and stated that when she removed the tampon after use the tampon was falling apart. No serious injury was reported.